Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple intermittent occlusion alarms occurred. Additionally, the customer reported "receiving malfunctions" on the pump. There was no reported adverse impact to the customer. The customer did not respond to multiple contact attempts from tandem technical support, therefore a system check could not be performed and no further information could be gathered regarding the alleged issues.